Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-06222. This report, 1818910-2013-11249, will be rejected. Report #1818910-2011-06222 will be kept for investigation purposes.

Event description:
Maude report ((B)(4)) submitted by an attorney states that a patient dislocated and had closed reduction in 2006, then felt hip slipping and popping, and it subluxed in 2006. Patient had to wear a brace 24 hours a day, and had leg numbness. In 2010, there was increased pain and swelling of hip. A fluid collection was aspirated, which was negative for infection. In 2011, fluid collection returned, another aspiration was performed, with dark fluid noted. The hip again dislocated twice in 2011, with closed reductions. Patient was revised in 2011, and a large amount of metal-stained fluid was found, consistent with metallosis debris, with a lot of metal-stained tissue requiring debridement.